Event description:
Customer reported the system monitor would flicker. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system but could not duplicate the reported problem. System operates as intended.